Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm fusiform aneurysm abdominal aortic aneurysm. It was reported that the patient presented to the emergency department with vsa (vital signs absent) after crashing their car into a building. Bystanders witnessed the car veer across two lanes of traffic and then into the building which likely meant that the patient went vsa and then had the crash. CPR was ongoing in the emergency department. The patient was medically treated as per protocol for over an hour. The patient subsequently did not obtain return of spontaneous circulation and was pronounced dead. This was confirmed with a bedside ultrasound. The coroner who attended made the decision for no post-mortem. Per the investigator, the event was not related to the procedure however it is not possible to determine if this event was related to the study device. No additional clinical sequelae were reported.